Manufacturer narrative:
Manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter perforation. Furthermore, it was alleged that the filter struts are perforating the inferior vena cava wall with struts extending into the abdominal aorta and lumbar vertebra. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately ten years and three months later, computed tomography of the abdomen without contrast was performed, and result showed that the bard inferior vena cava filter was noted in the infrarenal portion of the cava. The tip of the inferior vena cava filter was approximately 2.1 cm inferior to the lower right renal vein. The filter was tilted to the right. The angle measured was approximately 9°. The apex of the filter did not touch the inferior vena cava wall. The filter legs have penetrated through the wall of the inferior vena cava into the pericaval or mesenteric fat. One of the filter legs penetrated the right lateral wall of the abdominal aorta. One of the filter legs penetrated the anterior periosteum of a lumbar vertebra. There was a posterior strut at 6:00 position terminated at the paraspinal region. The distance between the tip of the strut and the posterior inferior vena cava wall was 6.5 mm. There was a strut anteriorly at approximately 2:00 position with its tip measured 6.5 mm from the inferior vena cava wall. At 12:00 position, there was an anterior strut with its tip measured 3.6 mm from the anterior inferior vena cava wall. At 3:00 position, there was a left lateral strut with its tip measured 4 mm from the lateral inferior vena cava wall. There was no involvement of the solid organs. No fracture or bent of the filter struts was seen. There was no stenosis of the inferior vena cava. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4 (expiry date: 10/2010), g3, g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and unable to take anticoagulants. At some time post filter deployment, it was alleged that the filter struts are perforating the inferior vena cava wall with struts extending into the abdominal aorta and lumbar vertebra. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in abdomen; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that some time post filter deployment, the patient allegedly experienced ivc filter perforation. Furthermore, it was alleged that the filter struts are perforating the inferior vena cava wall with struts extending into the abdominal aorta and lumbar vertebra. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.